Event description:
It was reported that the capsule failed to attach. The delivery device was withdrawn, and the capsule fell to the floor as the delivery device left the mouth. Another capsule was attempted to be used and it was unsuccessful. Additional propofol anesthesia time was needed due to the issue.

Manufacturer narrative:
D10 concomitant products: fgs-0636, fgs-0636 cf delivery dev caps bravo x1 (lot#: 67031f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d1, d4(model number, catalog number, expiration date, lot number and UDI), d5, d8, g3, PMA/510(k) #, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach. The delivery device was withdrawn, and the capsule fell to the floor as the delivery device left the mouth. Another capsule was attempted to be used and it was unsuccessful as the same issue occurred. The second capsule came out on the delivery device loosely attached. Additional propofol anesthesia time was needed due to the issue.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach. The delivery device was withdrawn, and the capsule fell to the floor as the delivery device left the mouth. Another capsule was attempted to be used and it was unsuccessful as the same issue occurred. The second capsule came out on the delivery device loosely attached. Additional propofol anesthesia time was needed due to the issue. There was no patient or user harm.